Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported the infusion device delivers too little insulin. The patient's blood glucose measured 200 mg/dl at 11:00pm on (B)(6) 2010 when she went to bed. On (B)(6) 2011, her blood glucose measured 280 mg/dl at 3:00am and she bolused 3 units of insulin. Her blood glucose measured 325 mg/dl at 8:00am and she changed her accessories and bolused 6 units of insulin. At 10:00am her blood glucose measured 316 mg/dl and she bolused 6 units of insulin, at 11:45am her blood glucose measured 450 mg/dl and she bolused 6 units of insulin, and at 1:45pm her blood glucose measured 493 mg/dl. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.